Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reported not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the spine clamp was stuck open. No patient was present at the time of the event.

Manufacturer narrative:
Updated initial reporter's name. If information is provided in the future, a supplemental report will be issued.